Manufacturer narrative:
Other applicable components are: product ID: 74002, lot# n287424, product type: adapter; product ID: 747140, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of degenerative disc disease and spinal pain. It was reported that an impedance check was performed during the implant procedure and the first 4 electrodes were getting a ¿good¿ indicator while the last 4 were getting an ¿avoid¿ indicator. The results of the impedance test were as follows: ref 4 0 16010ohms 1 13840ohms 2 13600ohms 3 14000ohms ref 0 1 3450ohms 2 4080ohms 3 5570ohms 4 16000ohms. It was reported that the rep was programming along the lead and was getting an out of range (oor) message and the patient was not getting therapy. The caller indicated that the color indicator of the impedance test did not make sense to them. It was reported that all programming options had been exhausted. Additional information was received from a rep on 2018-jan-02. The rep stated that the cause of the oor is likely old leads with an issue at the extension or pocket adapter. The issue is that impedances came back as ¿green¿ intra-operatively but they still cannot provide the desired intensity. The rep tried to program around with various pulse width and frequency settings to no available. The patient was sent home with a high density (hd) program because the low density (ld) could not be mapped. The oor has not been resolved as of the day of the report. The rep was waiting to see the patient again on (B)(6) 2017 for outcome. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(4) 2018 the rep does not have further information at this time. The patient said they would evaluate further to see if programming helped. The rep has not heard back. No further complications were reported/are anticipated.